Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the lead insulation was folded and cracked at 19.5 cm from the connector pin, which exposed the outer coil.

Event description:
It was reported that the patient presented in hospital for a routine device change out procedure. Upon interrogation, the atrial lead exhibited noise. An insulation anomaly was suspected. The lead was successfully explanted and replaced. The patient did not experience any adverse consequences.